Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to get charge and boot up and was observed to be perpetually rebooting. The receiver case was opened for interior visual inspection and passed. The ui- u1 was detached from the main board to retrieve the receiver download. A review of the downloaded log observed no errors related to the complaint. The receiver functional test was attempted but could not be performed. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.